Event description:
It was reported during an implant procedure, the lead could not be inserted into implantable neurostimulator (ins). It was noted that there was difficultly inserting into the lead and that it would only go ¾ of the way into the header block of the ins. The surgeon tried to back the set screw out and lubricate the lead but this did not resolve the issue. It was believed that the set screw was the issue. A new ins was then used and that worked fine. It was reported that the patient felt the stimulation after the placement. Additional information received confirmed that the lead could not be passed through the battery to screw it in. It was noted that the set screw was backed out and used lubrication on the lead with no success. There no patient injuries reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0c468, implanted: 2013 (B)(6); product type lead product ID neu_wrench_acc, lot# unknown; product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.